Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with unspecified concentration of an unspecified solution when a small amount of solution leaked between the blue stopper/plunger and the vial. No specific details were provided. The vial and the solution were replaced and the filling was resumed. No additional information was provided.